Event description:
On december 5, an amazon customer commented that the product was false negative: a consumer said that the product may not be that accurate. Importer comments: not accurate may contain products false results (false negative and false positive) due to the system functionality to not allow. Seller can leave the comments on the website or contact the reporter. Unable for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result or its accuracy etc. Following by reporters consent.